Event description:
A malfunction occurred while the customer¿s pump was completing a cgm software package update. The customer did not report whether their blood glucose level exceeded 500 mg/dl, and the impact on blood glucose level was unknown. Technical support assisted the customer with resetting the pump and provided pump reset information. The customer was able to continue using the pump and was instructed to call back if the malfunction recurred.